Event description:
Chest tube placed on (B)(6) 2011 for pneumo thorax (after lung biopsy on (B)(6)-2011) - procedure performed by ir physician; the heimlich valve was placed on the chest tube; post-procedure, scan demonstrates improvement in pneumothorax. The pt developed subcutaneous air on right chest to radiology - CT performed & noted large pneumothorax - at time pt seen in radiology, the valve on the tubing was connected backwards - unclear how this occurred - upon close inspection, there is a clear arrow denoting, direction of flow but this info is difficult to see & read; if the tubing & valve came apart. It would be difficult to know that the valve was to be placed in a specific direction; assures that this is what happened.